Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unknown. The customer contact identified a possible lot number (plots). The possible lot number is 231494w. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of an unspecified medication. It was reported that after the tubing set was removed from the package, prior to priming of the tubing set, it was noted that the tubing had separated from the option-lok male adapter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.